Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified coronary artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.20mm x 8mm emerge¿ balloon catheter. No patient complications nor injuries were reported.